Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/27/16 with the following findings: battery compartment crack below grip pad. Base crack between case seal and keypad. Cover crack between corner of lens and case seal. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed casing cracks. This report is made based on the results of an investigation completed on 9/27/16.